Event description:
When attempting to deploy the ipsilateral attachment system, the number three slider would not retract. This was resolved by inflating the aortic balloon unlocking it, and advancing it 5mm, relocking the balloon, and reinflating. At the point the slider did retract, and the ipsilateral attachment system was deployed without complication.